Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side capsular contracture baker grade unknown and "textured to smooth due to concern". Device remains implanted.

Event description:
Patient reported left side capsular contracture baker grade iii/IV and "textured to smooth due to concern". Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ anxiety - product/procedure: unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observation: ¿ red particles observed on the surface of the shell. ¿ deformation observed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Capsular contracture, baker grade iii/IV.

Event description:
Device has been explanted and replaced.